Event description:
The reporter called and alleged discrepant results when comapred to a lab. The reported device result was 4.0 and 4.4 inr. The corresponding reported lab result was 2.8 and 3.25 inr.